Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an initial implant, the lead would not fit through 7 ft sheath. The helix would not stay in, kept catching on sheath. The physician believed there was something wrong with the lead and decided not to use the lead, upgraded the sheath size and implanted a new lead. Patient is stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.